Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers family member reported via phone call that the insulin pump does not register blood glucose readings. Customer's blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had frequent no delivery alerts and had battery test failure. The insulin pump will not be returned for analysis.